Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens on (B) (6) 2010. The lens was explanted on (B) (6) 2010, due to excessive vaulting. The pt experienced elevated iop (pupillary block), narrowing of the angle, angle closure, and shallowing of the anterior chamber. The pt also experienced corneal edema and corneal decompensation. The pt's current condition is improving, but present atonic/mydriatic pupil (4-5 mm).